Event description:
Initially it was reported by arjohuntleigh rep that the spreader bar fell off after transfer the resident. The hanger bar pin had completely sheared off and spreader bar detached. From the info received there is no indication that any injury occurred to the pt or caregiver. Device examination and photos confirmed sheared off pin. It wasn't possible to perform function test because spreader bar has fallen off hoist. Last maintenance was performed by the customer, however date of it is unk. Originator of this complaint confirmed that involved maxilift was serviced by 3rd party company.

Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing similar reportable events for maxilift we have found a low number of other similar cases where spreader bar detached from the lifting arm. We have been able to establish that there is no complaint trend concerning these kind of events. The device was inspected by an arjohuntleigh rep at the customer site and found to be out of the spec. The device was being used for pt handling and in that way contributed to the event. From received info there is no indication that any injury occurred as a result of this incident. The reported incident suggests that activities prescribed by the above previously carried out actions as described above may not have been carried out on the device at hand. This appears to be the case because from info received by the originator of this complaint it appears that the arjohuntleigh sales and service unit was not aware of existence of involved maxilift. The cause of this is that unit was supplied by a previous distributor and this customer was never notified of above mentioned field safety notice. Arjohuntleigh have no access to the customer records of the distributor. Also there appear to be no service records for this device with this customer, and our investigation shows the last maintenance was performed by the customer, with the device otherwise serviced by 3rd party company. The received info and our evaluation as described above are showing that if the customer was notified about fsn and device was withdrawn from use, there would bo no pt or caregiver at risk. We regret that this situation occurred but would like to point out it is not a common occurrence.